Event description:
A customer reported the laser was not working during a case. They were able to get the laser working again and the case was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on april 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming core module. However, how and when the core module became nonconforming cannot be determined conclusively. (B)(4).